Event description:
Terumo medical corporation received the following reported information: merit s-mak mini access kit was used for the evt into right limb ata and pta with ipsilateral antegrade puncturing the left cfa. The included 0.018-inch 40cm guidewire was used with the included metal needle, but the guidewire weakened and the doctor decided to use the product. They understood using the product with a metal needle is contraindication, but they decided to proceed based on their past experience. However, when pulling the guidewire from the body, resistance was felt. The actual device was checked upon removing, and it became apparently tapered. It was found that urethane peeled off and left in the body. Then the cutdown was conducted, and the guidewire was removed successfully. 6fr sheath was consequently punctured and evt was continued. The procedure was finished successfully. The patient is hospitalized and stable.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . G4: 510(k) number: k923607, k926214. Since the actual device was not returned, analysis of it could not be performed. History investigation of the involved product code and lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar event was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing record and the shipping inspection record. From the event indicated in the complaint, as one of the possibilities, it was thought that the actual device came into contact with the concomitant metal needle, causing the outer layer to peel off. However, since the actual device was not returned and analysis of it could not be performed, it was not possible to clarify the cause of the occurrence. Relevant IFU reference: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.